Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the welding part of the nipple was stuck to the other side film, therefore urine outflow to the bag was prevented.

Manufacturer narrative:
Received drainage bag attached with inlet tube and urine meter. The reported event was conformed as cause unknown. Per visual inspection, it was noted that the nipple of the drainage bag was stuck/adhered at the drainage bag.the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "cautions/warnings ¿this is a single use product. Do not reuse. ¿this product must be stored in a cool, dry place, away from wet and direct sunlight. ¿should the package is damaged, do not use the product. ¿this product is sterilized by ethylene oxide gas." (B)(4).

Event description:
It was reported that the welding part of the nipple was stuck to the other side film, therefore urine outflow to the bag was prevented.